Event description:
Bur slipped from the handpiece during treatment and swallowed.

Manufacturer narrative:
The bur did not break; it slipped into the patient's mouth and went down the patients throat. The patient was referred to radiography the bur was located in the patient's bronchiole and the patient was sent to ed and ed referred them to a specialist it is not certain that the bur is manufactured from us, the bur is not available for evaluation. Neither the working part diameter nor the lot could have been provided by the dentist in new zealand.